Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015 (also reported as around (B)(6) 2015 or (B)(6) 2015, before (B)(6)). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by cloudy effluent. The cause of the peritonitis was unknown. On an unknown date in the same month, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. On an unknown date, pd therapy was discontinued (current mode of dialysis therapy was not reported). Approximately "over one week" after admission, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. No additional information is available.